Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on electronic assembly. The device had minor scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone, she was told by her doctor the device was water proof and went swimming with the device. Customer's blood glucose was 178 mg/dl. Customer stated the device had a constant tone. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.